Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 600 mg/dl and a manual injection was administered to address the bg level. A system check was performed and the occlusion was found within the cartridge. A supply change was performed resolving the occlusion.